Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported complaint of the thermogard console (sn (B)(4)) air trap will not clear from the " check the following" screen was not confirmed during functional testing and event log review. The air trap was functioning as intended during the testing. There were no device deficiencies found during the evaluation of the console that could have caused or contributed to the reported complaint. Also, the reported complaint of the thermogard console had cracks on the top cover was confirmed during visual inspection. The probable cause of the reported cracked top cover was likely attributed to mishandling. To remedy the issue, the cracked top cover was replaced. The event log review showed no significant discrepancies. The thermogard console passed the initial functional testing without any fault or error. Following service, the thermogard xp ivtm system passed the final testing without any error.

Event description:
During the device check, the thermogard console (sn (B)(4)) air trap will not clear from the " check the following" screen message. Additionally, a cracked top cover was noted. No patient involvement.